Manufacturer narrative:
An investigation by the field service engineer confirmed with the customer reported problem was associated with the digitizer. The digitizer converts the analog video images recorded by the camera into a digital format, so that it can be transmitted over the fiber-optic cable and combined with other images. The system was repaired by replacing the affected digitizer. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the site experienced a blue and purple tint in the left eye of the high resolution stereo viewer (hrsv). The site attempted to troubleshoot the problem without success. The patient was under anesthesia and port incisions had been created before the site decided to complete the procedure using a back up da vinci surgical system. The surgical delay was approximately 45 minutes, while the surgical staff prepared the second da vinci system for surgery. No patient harm, adverse outcome injury was reported.